Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4. E1: patient city: (B)(6). Patient country: australia.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. On 01-july-2024, it was reported that patient faced four infusion sets leakage at site events. The blood glucose was reported 16 mmol/l and treated with pen. No further information available.